Manufacturer narrative:
Supplement #1 - medwatch sent to FDA on 30/oct/2017. Apollo endosurgery received a letter of request from the FDA dated september 14, 2017 asking for additional information regarding MDR report number 3006722112-2017-00323-voluntary medwatch report number (B)(4). Attn: (B)(4). A copy of this response was also sent to ms. Connell at the FDA via email on 28/oct/2017. Response to FDA request: please provide a more complete description of this event including any relevant details surrounding the event. Response: a patient with the orbera intragastric balloon reported "the balloon was placed early morning. By night time I was having extreme stomach pain. I was admitted to the hospital the next day for nausea, vomiting, brown emesis, and dehydration and stomach pain. The doctor refused to remove the balloon by saturday night/sunday morning I had acute respiratory distress syndrome (ards) aspiration pneumonia and gastrointestinal (gi) bleed. I was transferred where I was put on extracorporeal membrane oxygenation (ECMO). I stayed 72 days. ECMO saved my life. The balloon caused major ulcers. I ended up with more than 30 units of blood. My stomach look like road rash. I was given a ten percent of survival. I will forever have side effects from stomach and lung damage." Additionally patient reported: "computerized tomography (CT) scan of abdominal pelvis right before they removed the balloon, it showed obstruction." Please provide the device implant and explant dates, and/or the duration of implant time. If the implant was explanted, please provide the reason. Response: the balloon was implanted on (B)(6) 2016 and explanted on (B)(6) /2016. The root cause for removal was not specified or is inconclusive. It was reported the computerized tomography (CT) scan of abdominal pelvis shows obstruction right before removal. Please provide any evaluation of the event described in the medical device report by the attending physician, surgeon, hospital representative or health care professional. Response: the patient denied apollo endosurgery permission to contact the physician, therefore no evaluation of the event by the attending physician, surgeon, hospital representative, or health care professional was possible. 4. Please provide all relevant information which your firm used to determine that the reported event is occurring with greater or lesser frequency and/or severity that is stated in the labeling for the device or expected (i.e. Where the device labeling is silent on event frequency and severity). In your response, please provide the expected and observed frequency and severity for the reported event with this device and, as applicable, the family of devices it belongs to. Please provide any evaluation of other information used by your firm to determine whether the events described in the medical device report are or are not attributable to the device. Response: as apollo endosurgery takes a conservative approach in the absence of information required to complete the investigation, these events are considered attributable to the device. The patient denied apollo permission to contact the physician, therefore no health care professional evaluation or input was given. The device will not be returned and a device history record review is not possible for this complaint as the device and serial number are unknown. Please provide the results for any investigation, evaluation, and/or failure analysis, including underlying cause identification, relevant to the reported event. Please include: an explanation for the reason for this occurrence based on your follow-up with the reporting facility or individual response: per the report from the patient, it has been concluded that the information the patient provided suggests that the balloon caused serious injury. The patient did not allow apollo to follow up with the physician. A complete description of investigation and analysis methodologies used, response: apollo endosurgery received a voluntary medwatch report on 6/sep/2017 from the patient. It was reported "the balloon was placed early morning. By night time I was having extreme stomach pain. I was admitted to the hospital the next day for nausea, vomiting, brown emesis, and dehydration and stomach pain. The doctor refused to remove the balloon by saturday night/sunday morning I had acute respiratory distress syndrome (ards) aspiration pneumonia and gastrointestinal (gi) bleed. I was transferred where I was put on extracorporeal membrane oxygenation (ECMO). I stayed 72 days. ECMO saved my life. The balloon caused major ulcers. I ended up with more than 30 units of blood. My stomach look like road rash. I was given a ten percent of survival. I will forever have side effects from stomach and lung damage." Additionally patient reported: "computerized tomography (CT) scan of abdominal pelvis right before they removed the balloon, it showed obstruction." Apollo endosurgery requested to contact the physician, however the patient did not allow permission. The patient also could not provide any device information. Furthermore, the device will not be returned therefore no device analysis is possible. An identification of the specific failure mode(s) and/or mechanism(s) and the associated device component(s) involved. Response: there were no specific failure modes identified as the root cause remains inconclusive. Any conclusions reached based on the investigation and analysis results response: the investigation and analysis is inconclusive. Per the report from the patient, it has been concluded that the information the patient provided suggests that the balloon caused serious injury. The patient did not allow apollo to follow up with the physician. Please provide a complete list of mdrs that you have determined related to these same problems/issues of aspirational pneumonia, acute respiratory distress syndrome, hemorrhage, and ulcer. Please identify how many complaints (i.e. From all sources including but not limited to field service reports, repair history records, etc.) That your firm as receive din the past 2 years that are related to this same reported device problem. Response: in the past two years, apollo endosurgery has received the following reports; seven (7) reports of aspiration pneumonia, two (2) reports of acute respiratory distress syndrome, zero (0) reports of hemorrhage, and eight (8) reports of ulcers. One report was only reported as "pneumonia"; this report is included in the seven (7) total reports of aspiration pneumonia. Please identify the exact location in the labeling where users are warned of steps to take to prevent the aspirational pneumonia, acute respiratory distress syndrome, hemorrhage, and ulcer from occurring, and/or how to mitigate the problem should it occur. Response: the locations of where the events are addressed in the labeling are as follows: "precautions: antiemetics, antispasmodic, and anticholinergic drugs may be prescribed to lessen the early placement symptoms such as nausea, vomiting, and abdominal pain. Patients will need to immediately contact their physician for any severe or unusual symptoms. Placement of the balloon within the stomach produces an expected and predictable reaction characterized most commonly by a feeling of heaviness in the abdomen, nausea and vomiting, gastroesophageal reflux, belching, esophagitis, heartburn, diarrhea and, at times, abdominal, back or epigastric pain and cramping. Food digestion may be slowed during this adjustment period. These symptoms can be treated with antiemetic, antispasmodic, and anticholinergic medications. Typically the stomach acclimates to the presence of the device within the first 2 weeks. In order to prevent or ameliorate the symptoms most frequently experienced during the adjustment period, it is recommended that the physician use proton pump inhibitors (ppis), antiemetics, antispasmodics, and anticholinergic medications prophylactically (before orbera placement). Patients should be advised to immediately contact their physician for any unusually severe or worsening symptoms." "To prevent ulcers, it is recommended that the patient start a program of oral proton pump inhibitors (ppis) for approximately 3-5 days prior to orbera placement so a maximal gastric acid suppression effect will be present on the day of placement. It is recommended that the ppi dose be given sublingually after orbera® placement if nausea and/or vomiting are present. A regimen of 40mg per day of an oral ppi should be continued as long as the orbera is in place. Other medications that are started prophylactically should be continued after orbera placement until they are no longer needed. Furthermore, subjects will be directed to avoid medications known to cause or exacerbate gastroduodenal mucosal damage." "The physiological response of the patient to the presence of orbera may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response." "Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Patients need to be evaluated and the device removed at or within 6 months of placement. Clinical data does not exist to support use of an individual orbera beyond 6 months." "Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications that may result from the use of this product include the risks associated with the medications and methods utilized in the endoscopic procedure, the risks associated with any endoscopic procedure, the risks associated with the orbera intragastric balloon specifically, and the risks associated with the patient's degree of intolerance to a foreign object placed in the stomach." "Possible complications of the use of orbera include: gastric outlet obstruction. A partially-filled balloon (i.e., <400 cc), or a leaking balloon could lead to gastric outlet obstruction, requiring balloon removal. It is also possible for a fully inflated (400-700 cc) balloon to lodge itself in the gastric outlet causing a pyloric obstruction which can produce a mechanical impediment to gastric emptying. Gastric outlet obstruction may require surgical removal." "Injury to the digestive tract during placement of the balloon in an improper location such as in the esophagus or duodenum. This could cause bleeding and perforation, which could require a surgical correction for control." "Warnings: bowel obstructions have been reported due to deflated balloons passing into the intestines and have required surgical removal. The risk of obstructions may be higher in patients who have diabetes, a dysmotility disorder, or who have had prior abdominal or gynecological surgery, so this should be considered in assessing the risk of the procedure. Bowel obstruction can result in death." "Endoscopic removal of orbera must be completed in the presence of an empty stomach. Patients should be npo for a minimum of 12 hours prior to removal. If food is found in the stomach upon endoscopic examination, then measures (aspiration of stomach contents, endotracheal intubation, or delay of procedure) must be taken to protect the airway. The risk of aspiration of gastric contents into the patient's lungs represents a serious risk which can result in death." Possible complications of routine endoscopy & sedation potential risks associated with upper endoscopic procedures include, but are not limited to: abdominal cramping and discomfort from the air used to distend the stomach, sore or irritated throat, bleeding, infection, tearing of the esophagus or stomach, and aspiration pneumonia. The risk increases if additional procedures are performed. Please provide the results of risk management activities completed by your firm which address the reported device problem. Indicate the frequency and severity of the hazard, cause(s) and the applicable control(s) implemented to mitigate the hazard. Response: apollo addresses risks to health by assessing failure modes that may result from the design, the clinical application, and manufacturing per apollo endosurgery's internal risk management process procedure sop-0004-00. Thresholds for occurrence of each identified risk is closely monitored through regular systematic reviews of complaints, manufacturing issues, and literature to ensure pre-defined thresholds are not exceeded and that existing controls are functioning properly. The frequency of the reported events remains consistent within the respective classification groups. There has be no substantial increase in trending to trigger additional risk investigation. The reported events are addressed in the labeling, therefore apollo is taking no further action at this time. These types of complaints will continue to be closely monitored and reviewed. What actions has your firm taken to address this problem? Response: the reported events are addressed in the labeling. As the reported events are addressed in the labeling, apollo is taking no further action at this time. These types of complaints will continue to be closely monitored and reviewed.

Manufacturer narrative:
The events were reported by the patient. To date, apollo has been unable to confirm the reported events with the patient's physician. Device labeling addresses the reported events as follows: precautions: antiemetics, antispasmodic, and anticholinergic drugs may be prescribed to lessen the early placement symptoms such as nausea, vomiting, and abdominal pain. Patients will need to immediately contact their physician for any severe or unusual symptoms. Placement of the balloon within the stomach produces an expected and predictable reaction characterized most commonly by a feeling of heaviness in the abdomen, nausea and vomiting, gastroesophageal reflux, belching, esophagitis, heartburn, diarrhea and, at times, abdominal, back or epigastric pain and cramping. Food digestion may be slowed during this adjustment period. These symptoms can be treated with antiemetic, antispasmodic, and anticholinergic medications. Typically the stomach acclimates to the presence of the device within the first 2 weeks. In order to prevent or ameliorate the symptoms most frequently experienced during the adjustment period, it is recommended that the physician use proton pump inhibitors (ppis), antiemetics, antispasmodics, and anticholinergic medications prophylactically (before orbera® placement). Patients should be advised to immediately contact their physician for any unusually severe or worsening symptoms. To prevent ulcers, it is recommended that the patient start a program of oral proton pump inhibitors (ppis) for approximately 3-5 days prior to orbera® placement so a maximal gastric acid suppression effect will be present on the day of placement. It is recommended that the ppi dose be given sublingually after orbera® placement if nausea and/or vomiting are present. A regimen of 40mg per day of an oral ppi should be continued as long as the orbera® is in place. Other medications that are started prophylactically should be continued after orbera® placement until they are no longer needed. Furthermore, subjects will be directed to avoid medications known to cause or exacerbate gastroduodenal mucosal damage. The physiological response of the patient to the presence of orbera® may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Patients need to be evaluated and the device removed at or within 6 months of placement. Clinical data does not exist to support use of an individual orbera® beyond 6 months. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications that may result from the use of this product include the risks associated with the medications and methods utilized in the endoscopic procedure, the risks associated with any endoscopic procedure, the risks associated with the orbera intragastric balloon specifically, and the risks associated with the patient's degree of intolerance to a foreign object placed in the stomach. Possible complications of the use of orbera® include: gastric outlet obstruction. A partially-filled balloon (i.e., <400 cc), or a leaking balloon could lead to gastric outlet obstruction, requiring balloon removal. It is also possible for a fully inflated (400-700 cc) balloon to lodge itself in the gastric outlet causing a pyloric obstruction which can produce a mechanical impediment to gastric emptying. Gastric outlet obstruction may require surgical removal. Injury to the digestive tract during placement of the balloon in an improper location such as in the esophagus or duodenum. This could cause bleeding and perforation, which could require a surgical correction for control. Gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. Abdominal or back pain, either steady or cyclic. Injury to the lining of the digestive tract as a result of direct contact with the balloon, grasping forceps, or as a result of increased acid production by the stomach. This could lead to ulcer formation with pain, bleeding or even perforation. Surgery could be necessary to correct this condition. Warnings: bowel obstructions have been reported due to deflated balloons passing into the intestines and have required surgical removal. The risk of obstructions may be higher in patients who have diabetes, a dysmotility disorder, or who have had prior abdominal or gynecological surgery, so this should be considered in assessing the risk of the procedure. Bowel obstruction can result in death. Endoscopic removal of orbera® must be completed in the presence of an empty stomach. Patients should be npo for a minimum of 12 hours prior to removal. If food is found in the stomach upon endoscopic examination, then measures (aspiration of stomach contents, endotracheal intubation, or delay of procedure) must be taken to protect the airway. The risk of aspiration of gastric contents into the patient's lungs represents a serious risk which can result in death.

Event description:
Reported as: a patient with the orbera intragastric balloon reported "the balloon was placed early morning. By night time I was having extreme stomach pain. I was admitted to the hospital the next day for nausea, vomiting, brown emesis, and dehydration and stomach pain. The doctor refused to remove the balloon by saturday night/sunday morning I had acute respiratory distress syndrome (ards) aspiration pneumonia and gastrointestinal (gi) bleed. I was transferred where I was put on extracorporeal membrane oxygenation (ECMO). I stayed 72 days. ECMO saved my life. The balloon caused major ulcers. I ended up with more than 30 units of blood. My stomach look like road rash. I was given a ten percent of survival. I will forever have side effects from stomach and lung damage." Additionally patient reported "computerized tomography (CT) scan of abdominal pelvis right before they removed the balloon, it showed obstruction."